Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/3/2022 h6 component code: g07002 no device returned additional information: d4 h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the surgery prolonged? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Were the re-sutures performed during the initial procedures or were additional procedures required? Were post-op complications observed in the patient due to "keeping the suture looser"? If yes, please clarify if any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed, prescription medicine)? Patient¿s current status? It was mentioned that "according to the notifier, there has been a breakdown at different times and the problem has become frequent". Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient/event: product code and lot number? What is the procedure date? Quantity of devices involved? Event description stating when each involved device had a suture breakage issue in the procedure. Patient consequences and how were they managed. Events reported in 2210968-2021-13039, 2210968-2021-13041 and 2210968-2021-13042.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the thread broke. No adverse patient consequences were reported. Additional information was requested.